Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had rejected a brand new battery before, occasionally act and down arrow button had to be pressed more than once to get it to work, scratch on down arrow button, scratch over the up arrow on the casing, stress cracks around the buttons. It was reported that they had pump error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm and unable communicate sensor simulator to confirm lost sensor alarm due to unresponsive button. Device had minor scratched lcd window, cracked lcd window, scratched keypad overlay. (B)(4).